Event description:
Facility reported that the injector flow rate was set for 2.0cc/sec. With a total contrast volume of 145ml to be injected. An extravasation (estimated at 100-140cc's) occurred in the pt's left anticubital region when the eda patch was being used. The nurse who started the IV indicated that the catheter in the vein was deep. A follow-up arm scan 1 week later showed pt's condition to be fine. No additional medical intervention or treatment was required.